Event description:
At 6 weeks from primary, the patient came in presenting instability and the cause is unknown. There were no indications of trauma. The surgeon revised the 5r 10mm insert to a 5r 11mm insert to address the instability. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 07 apr 2026. Lot: 2507499: (B)(4) items manufactured and released on 09/oct/2025. Expiration date: 23/sept/2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.